Event description:
The cranial screw of the cage, drilled with a straight awl, was placed incorrect and needed to be removed. It was not possible to remove the screw although the blocking mechanism was pressed. The entire cage fell apart and the blocking mechanism didn¿t work anymore, surgery was finished with another implant, without harm to the patient, and no significant prolongation of the operation. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The objected implants were evaluated by the responsible product development center, a precise cause for the damage could not be determined, though. The instruments have been produced according to specifications. No production error has occurred. The investigation determined this complaint to be indeterminate (B)(6).